Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), a detached filter limb was identified; however, there was no reported attempt made to retrieve the filter or detached filter limb. No other pertinent patient, device, or medical history was provided leading up to and surrounding the event. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Repeated inferior vena cavagram revealed there was a small, non-occlusive filling defect in the left common iliac vein partially extended into the inferior vena cava consistent with thrombus. Subsequently on the same day computed tomography (CT) pulmonary embolism thorax revealed there was a tiny right pleural effusion. There was a small left pleural effusion with associated bibasilar atelectasis. A computed tomography angiography (cta) revealed there was no gross evidence of deep vein thrombosis. Eventually a day later, bilateral upper extremity venous ultrasound scan revealed that there was thrombosis in the right cephalic vein and focal thrombus in the left cephalic vein adjacent to the left antecubital fossa. Three weeks and four days later, chest x-ray revealed, an inferior vena cava filter was seen in the upper abdomen. Approximately eleven years later, an x-ray spine lumbar revealed an inferior vena cava filter was seen at approximately l2-l3 level with multiple fractured prongs. Some of these metallic fracture prongs appeared to be overlying the right atrium as well as right ventricle. Subsequently next day, contiguous axial images using computed tomography (CT) revealed the inferior vena cava filter leg fragments were lodged in sub-segmental pulmonary arteries in the right and left lower lobes. Additional fragments of the inferior vena cava filter were seen beyond the wall of the vena cava, within the psoas musculature and the periaortic fat. There was an infra renal inferior vena cava filter at the edge of the field of view. Therefore, the investigation is confirmed for the filter limb detachment and perforation of the ivc.based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), a detached filter limb was identified; however, there was no reported attempt made to retrieve the filter or detached filter limb. No other pertinent patient, device, or medical history was provided leading up to and surrounding the event. The current patient status was not provided. New information received: it was reported sometime post filter deployment that imaging demonstrated multiple detached limbs with some limbs located in the pulmonary arteries. There were no attempts made to retrieve the filter or detached limbs. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached struts are lodged in the subsegmental pulmonary arteries in the right and left lower lobes on computed tomography scan. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with left common iliac thrombus was scheduled for placement of an inferior vena cava (ivc) filter. Through a right transfemoral venous antegrade approach an inferior venacavagram was performed. This demonstrated the renal veins and a small nonocclusive filling defect in the left common iliac vein partially extending into the ivc consistent with thrombus. The filter was then deployed just below the renal vein without incident. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), a detached filter limb was identified; however, there was no reported attempt made to retrieve the filter or detached filter limb. No other pertinent patient, device, or medical history was provided leading up to and surrounding the event. The current patient status was not provided. New information received: it was reported sometime post filter deployment that imaging demonstrated multiple detached limbs with some limbs located in the pulmonary arteries. There were no attempts made to retrieve the filter or detached limbs. There was no reported patient injury.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached struts are lodged in the sub segmental pulmonary arteries in the right and left lower lobes on computed tomography scan. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed below the renal veins. Repeated inferior vena cavagram revealed there was a small, non-occlusive filling defect in the left common iliac vein partially extended into the inferior vena cava consistent with thrombus. Subsequently on the same day computed tomography (CT) pulmonary embolism thorax revealed there was a tiny right pleural effusion. There was a small left pleural effusion with associated bibasilar atelectasis. A computed tomography angiography (cta) revealed there was no gross evidence of deep vein thrombosis. Eventually a day later, bilateral upper extremity venous ultrasound scan revealed that there was thrombosis in the right cephalic vein and focal thrombus in the left cephalic vein adjacent to the left antecubital fossa. Three weeks and four days later, chest x-ray revealed, an inferior vena cava filter was seen in the upper abdomen. Approximately eleven years later, an x-ray spine lumbar revealed an inferior vena cava filter was seen at approximately l2-l3 level with multiple fractured prongs. Some of these metallic fracture prongs appeared to be overlying the right atrium as well as right ventricle. Subsequently next day, contiguous axial images using computed tomography (CT) revealed the inferior vena cava filter leg fragments were lodged in sub-segmental pulmonary arteries in the right and left lower lobes. Additional fragments of the inferior vena cava filter were seen beyond the wall of the vena cava, within the psoas musculature and the periaortic fat. There was an infra renal inferior vena cava filter at the edge of the field of view. Approximately three years later, computed tomography revealed bard recovery type inferior vena cava filter in place in the inferior vena cava. The filter which was high in position, the upper tip of the filter crosses the confluence of the right renal vein and inferior vena cava. The filter was tilted 17-degrees towards the right with respect to the long axis of the inferior vena cava and the upper tip was located close to the posterior wall. There are at least 3 possible broken fragments present. The largest fragment measures 15mm*3mm in the uncinate process of the pancreas. The smaller was located in the right psoas muscle measuring 6mm in length by 1-2mm. A 3rd small fragment measures approximately 5*2mm in the retroperitoneum anterior to the l2-l3 interval vertebral disc. A short wire extends partially into the right renal vein. A longer left posterior strut broadly contacts the wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter migration, filter limb detachment and filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4,h6(device: 2616). H11: h6(method), h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.